Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. The reported sion blue guide wire was returned for evaluation. The ptfe coating on the shaft was found peeled off at approximately 66 - 104 cm from the tip. The peeled segment was in a intermittent linear shape. No other damage such as a kink was found on the returned sion blue. Referring to know similar events, an unused guide wire of the same brand was inserted into a metal inserter and made to contact the inserter edge in order to replicate the ptfe coating damage. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the above investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated when the sharp edge of the concomitant inserter point contacted the wire shaft surface. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects]: ~ abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat an unspecified segment of left anterior descending artery (lad). When inserting an asahi sion blue guide wire into a nipro inserter during preparation for the intervention, resistance was met and the lumen of the inserter was found blocked. For confirmation purpose, the proximal end of the sion blue was then inserted into the inserter and black objects came out of the inserter. The guide wire was replaced with another sion blue to resume the procedure. The procedure was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event. The patient was fine without problem after the procedure.